Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows minimal electrode wear with contamination and scratch/scuff marks on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation in the lab the wand was plugged in to a known good q2 controller. The wand was activated by using a foot pedal assembly in saline solution at default and maximum settings and the device produced plasma on the electrodes as intended. The suction line was tested and is partially clogged by dried parts of tissue. A back flush could not thoroughly clean the line and the suction still performed not as intended; this issue could probably contribute to the reported incident of the complaint; no unusual heat or overheat as reported could be indicated during the tests; the complaint was not verified and the root cause for this event could not be determined with certainty. Several possible factors that could contribute to the reported incident are: (1) if not ensured that the entire wand tip is completely surrounded by irrigates solution when activated (2) overloading and not adhering to the desired set-point (3) vacuum range for saline not in range (4)rate of ablation (5) power settings (6) wrong suction rate and improper fluid management, are dependent on variables that cannot be replicated in all cases. The instruction for use provided with the device associates instructoins with the set-up and use of the device. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that, during an arthroscopic cuff repair, the device heated the saline to 37 degrees causing a burn to the patient, the device itself did not overheat during the procedure. The procedure was successfully completed with the same device. No delay reported.